Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported the wire was broken. The patient was bending and twisting which led to the wire breaking. The patient bent to try to reconnect the wire and tape it in place, but the issue was not resolved. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3776-45, serial# (B)(4), product type lead. Product ID 3776-60, serial# (B)(4), product type lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient believed they had a problem with the ¿pad that they hold up to their implant.¿ the patient reported that issue was not with a handheld device, but they feel that there is a ¿short in the wire.¿ no symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient bent the wire and taped it to try and make a connection. This did not work. The wire is out of the patient's body and the patient said they needed a new pad. No further complications were reported.